Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced significant mental and physical pain and suffering, has sustained permanent injury and will likely be forced to undergo one or more corrective surgical procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.